Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvilace to biourethral support system w/hook needle was reported to be used/implanted during this procedure.

Event description:
Per additional information received, per pfs, outcome attributed to device: pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. Underwent removal of posterior mesh under general anesthesia for mesh exposure - approximately 3-4 x 1.5 cm of mesh exposure was examined and removed.

Manufacturer narrative:
(B)(4).